Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), allergy to metals ("allergy-nickel"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, allergy to metals, fatigue and migraine were unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter added, non drug treatment notes, reference section updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal discharge, endometriosis, migraine with aura, pelvic pain female, c-section, palpitations, yeast infection, dysuria, autonomic neuropathy, menorrhagia, live birth, parity 2, gravida ii, right lower quadrant pain and loin pain hematuria syndrome. Previously administered products included: buspirone for anxiety and hepatitis b vaccine, lexapro, hydroxyzine, marijuana and sumatriptan. Past adverse reactions to the above products included: rash around mouth with hepatitis b vaccine and allergy with sumatriptan. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3007 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), allergy to metals ("allergy-nickel"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, allergy to metals, fatigue and migraine were unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in insertion date (B)(6) 2014; (B)(6) 2014 discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2014 00:00 discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: hystrrosalpingogram. Clinical history: sterilization. Findings: standard sterile was followed. Balloon catheter was inserted into the endometrial cavity. The endometrial cavity was opacified with contrast. The endometrial cavity was normal in size and contour. There was nonvisualization of the fallopian tubes. Tubules from essure procedure are noted in the right and left fallopian tubes, findings are consistent with successful occlusion of the fallopian tubes following essure procedure. Impression: successful occlusion of the fallopian tubes following essure procedure [pathology test] on (B)(6) 2022: surgical pathology report: final diagnosis: peritoneum, left, resection: endometriosis. Peritoneum, right, resection: fragments of peritoneum with no significant pathologic abnormalities. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no significant pathologic abnormalities; proliferative endometrium; unremarkable myometrium; unremarkable serosa; unremarkable fallopian tubes with paratubal cyst. Pre-operative diagnosis: excessive and frequent menstruation with regular cycle gross description: the proximal tubes contain a silver metallic coiled implant. [Ultrasound pelvis] on (B)(6) 2015: pelvic sonogram: sonogram done for evaluation of heavy menses, bilateral pain (as written) comments: essure placement appears normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), allergy to metals ("allergy-nickel"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, allergy to metals, fatigue and migraine were unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in insertion date-( B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.